Event description:
It was reported to philips that all screens were black, and the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted. A philips field service engineer (fse) visited the site and confirmed that all the screens of the system were black, and emitting x-ray was not possible. The fse found that a fuse (fuse 14 in the m-cabinet) was blown and after replacing the blown fuse, the fse measured that there was no 24v output. The fse solved the issue by replacing the power supply flat detector (psfd) unit. The returned part has been analyzed and confirmed an electrical failure. After the replacement of the blown fuse and psfd unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.